Event description:
The pt was in the hospital. The pt had a defibrillator, which was being replaced. The low volume and no volume alarms of the pump were heard and confirmed with telemetry. The alarms were silenced. The pump was reprogrammed to a minimum rate. The pt had increased baseline pain. The pt had no pump hcp, and was frustrated with his care. The pump needed to be refilled. It was later reported that the pump was dispensing medication at too fast of rate and not working as intended. The pump was defective, and caused irreparable harm (not specified). A f/u report will be submitted if additional info becomes available.